Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A literature article describes a 37-year-old female with end-stage renal disease and central venous occlusion who underwent implantation of a modified graft using a 4-7 mm tapered acuseal graft connected via the device adapter. Four weeks post-implantation, following an otherwise uneventful dialysis session, the patient experienced spontaneous and continuous hemorrhage from the graft site, resulting in near syncope and emergent transfer to a higher level of care. Surgical exploration revealed complete disconnection of the arterial graft from the venous outflow component at the site of the super-hero adapter, with a large pseudoaneurysm but no signs of infection. The patient required urgent graft ligation and removal.